Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that crown was made, but would not fit at tooth location 31. New encodes would not seat. The implant was damaged and stripped. The clinician is not certain when or what caused the implant to become damaged/stripped. However, he thinks the stripping/damage may have contributed to the abutment seating issues. Implant was removed with biomet removal kit. Patient to return to replace implant and make new crown. Photographs, radiographs and CT screen shots are available at dr.'s office if needed.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant (bost511 was returned for investigation. However, unknown abutment was not returned. Visual evaluation of the as returned implant identified bone residue around the external threads due to usage; additionally, the internal threads looked rounder/stripped. The implant¿s internal drive features were tested using an applicable in-house cover screw. The device could not torque properly/completely into the implants (images 4 & 5). Damaged drive feature was confirmed. Pre-existing condition noted on the per was moderate bone density ¿type ii. The implants were placed on tooth # 18 & 31 (unknown notation system) for approximately 8 months. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2019010563) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the unknown encode abutment since the lot number was unknown. Complaint history review was performed for the reported lot (2019010563) and no similar event or complaint was found. However, complaint history review could not be performed since the item/lot number was unknown. Based on the available information and functional testing, implant malfunction has occurred and the reported event was confirmed. However, abutment malfunction could not be verified since the device was not returned. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.